Event description:
Voluntary medwatch received states that patient was in cardiac arrest and taken to the intensive care unit. It was noted that patient's right ventricular (rv) lead exhibited loss of capture, noise oversensing and low pacing impedance. Loss of pacing was also noted. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155978.